Event description:
The customer reported via phone call that the insulin pump had a button error alarm, the keys were unresponsive, and there was a failed battery test. The customer also reported that the device's buttons were sticking the week prior to the call. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 69 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.